Manufacturer narrative:
(B)(4).the fsr replaced the uas latch. Preventive maintenance (pm) was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic air sensor (uas) latch was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4).the part was returned to the manufacturer.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.